Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 10mm amplatzer muscular vsd occluder was selected for implant. Under tee guidance, the device was seated into position and released. The device then moved and embolized into the aorta. It was retrieved percutaneously with a snare and a new 12mm amplatzer muscular vsd occluder was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
An event of embolization was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 10mm amplatzer muscular vsd occluder was selected for implant. Under tee guidance, the device was seated into position and released. The device then moved and embolized into the aorta. It was retrieved percutaneously with a snare and a new 12mm amplatzer muscular vsd occluder was successfully implanted. No patient consequences were reported.